Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the posterior lateral right artery. Prior to procedure, the stent was prepped per protocol and no contact with the stent was made. After a non-bsc guidewire crossed the lesion, a 3.00x8 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion. Then a 2.75 synergy stent was advanced to the origin of the lesion. Prior to simultaneous balloon inflation of both stents, it was noted that the stent proximally came off of the balloon completely. The device was pulled back into the guide catheter with the guide wire and was removed together from the patient's body . A 6f multipurpose guide catheter was advanced to the lesion and pre-dilated using a 2.75 balloon catheter. Another 3.8x8 synergy stent was advanced to the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.